Event description:
The product was evaluated. An external visual inspection was performed and passed. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.